Event description:
Rep reported that the tubing broke. It is not clear at this point where as the device is already packaged up. It was reported that there were no adverse consequences and only the system was changed. The catheter was left in place. It was asked if there was csf leakage at any point. More information is expected. (B)(6): rep confirmed that there was no leakage. (B)(6): rep confirmed that the drain was discarded. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a serious injury

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this as a serious injury it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.